Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call pump had cosmetic damage. The blood glucose is unknown during incident. The pump will return for analysis. No further details are provided.

Manufacturer narrative:
Unit was received with unresponsive buttons due to unlocked lcd connector. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
The initial report was created in error.